Event description:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of embedded device ("migration of essure device: right endometrium/left myometrium"), pelvic pain ("severe pelvic pain"), genital haemorrhage ("abnormal bleeding (general)"), seizure ("seizures") and pregnancy with contraceptive device ("post implant pregnancy") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed, "essure confirmation test not conducted" and device ineffective "device ineffective". The patient's past medical history included multiparous (((B)(6) 1989, (B)(6) 1991, (B)(6) 1996, (B)(6) 2005, (B)(6) 2008, (B)(6) 2008, (B)(6) 2010)). Previously administered products included for an unreported indication: iron in 2006, naproxen in 2003 and flexeril in 2002. Concurrent conditions included fibromyalgia, asthma, hepatosplenomegaly, ascites, placenta previa and blood pressure high. Concomitant products included amlodipine (amlodipin), cyclobenzaprine hydrochloride (flexeril), docusate sodium (stool softener), fentanyl, iron, midazolam hydrochloride (versed), nsaid's and paracetamol (acetaminophen). In (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criterion medically significant), weight increased ("weight gain"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), depression ("depression"), anxiety ("mental anguish"), migraine ("migraines") and headache ("headaches"). On (B)(6) 2009, the patient experienced embedded device (seriousness criterion medically significant) and device expulsion ("migration of essure device: right endometrium/left myometrium"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), seizure (seriousness criterion medically significant), alopecia ("alopecia"), menstrual disorder ("menstruation issues"), infection ("infections"), thrombosis ("blood clots"), gastritis ("gastritis"), back disorder ("back problems"), pain ("pain all over the body"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), mood swings ("hormonal changes describe: mood swings") and hot flush ("hormonal changes describe: hot flashes."). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. Essure treatment was not changed. At the time of the report, the embedded device, pelvic pain, genital haemorrhage, seizure, pregnancy with contraceptive device, weight increased, alopecia, menstrual disorder, infection, thrombosis, nausea, dysmenorrhoea, dyspareunia, fatigue, gastritis, back disorder, pain, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, depression, anxiety, mood swings and hot flush outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered alopecia, anxiety, back disorder, bladder disorder, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, gastritis, genital haemorrhage, headache, hot flush, infection, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pain, pelvic pain, pregnancy with contraceptive device, seizure, thrombosis, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient underwent treatment at a medical center due to complications from the essure device. Most recent follow-up information incorporated above includes: on 18-oct-2018: pfs received event " hormonal changes describe: mood swings/ hot flashes" were added. Concomitant drug were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device: right endometrium/left myometrium / malposition of essure device - location of device: right endometrium/left myometrium') in a 38-year-old female patient who had essure (batch no. 626906) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted" and device ineffective "device ineffective". The patient's medical history included multiparous (((B)(6) 1989, (B)(6) 1991, (B)(6) 1996, (B)(6) 2005, (B)(6) 2008, (B)(6) 2008, (B)(6) 2010)), hyperlipidemia, arthritis, ulcer gastrointestinal, twin pregnancy and multigravida. Previously administered products included for an unreported indication: iron, naproxen and flexeril. Concurrent conditions included tubal ligation since (B)(6) 2010, fibromyalgia, asthma, hepatosplenomegaly, ascites, placenta previa, blood pressure high, pre-eclampsia, abdominal pain, stomach pain, sore throat, general body pain, weakness, epiglottitis, anemia, neck pain, iron deficiency anemia, chest pain, blood in stool, hemorrhoids, hematemesis and hiatus hernia. Concomitant products included amlodipine (amlodipin), docusate sodium (stool softener), fentanyl, iron, midazolam hydrochloride (versed), nsaids and paracetamol (acetaminophen). In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2009, the patient was found to have a pregnancy with contraceptive device ("post implant pregnancy/pregnancy(no complications)"). In (B)(6) 2009, the patient experienced pelvic pain ("severe pelvic pain/ pain"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), depression ("depression/ psych injury"), anxiety ("mental anguish"), migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain"). On (B)(6) 2009, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion ("migration of essure device: right endometrium/left myometrium"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), seizure ("seizures"), alopecia ("alopecia"), menstrual disorder ("menstruation issues"), infection ("infections"), thrombosis ("blood clots"), gastritis ("gastritis"), back disorder ("back problems"), pain ("pain all over the body"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), mood swings ("hormonal changes describe: mood swings") and hot flush ("hormonal changes describe: hot flashes."). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2010. At the time of the report, the embedded device, seizure, pregnancy with contraceptive device, weight increased, device expulsion, alopecia, menstrual disorder, infection, thrombosis, nausea, dysmenorrhoea, dyspareunia, fatigue, gastritis, back disorder, pain, bladder disorder, urinary tract disorder, depression, anxiety, mood swings and hot flush outcome was unknown and the pelvic pain, genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved. Pregnancy related information: prospective report. The patient's obstetric status was gravida 7, para 7. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered alopecia, anxiety, back disorder, bladder disorder, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, gastritis, genital haemorrhage, headache, hot flush, infection, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pain, pelvic pain, pregnancy with contraceptive device, seizure, thrombosis, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient underwent treatment at a medical center due to complications from the essure device normal-appearing uterine cavity with three coils visible at each tubal ostium following the procedure. Discrepancy noted in date of insertion (B)(6) 2008 and (B)(6) 2008. Patient received treatment for events- vaginal bleeding, menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2008: result: diagnosis: stomach, antrum, biopsy: - chronic active gastritis. Warthin starry stain for h. Pylori is positive. Clinical information: patient with right upper quadrant pain, rule out peptic ulcer disease. Gross description: the specimen is received in formalin and labeled "antrum". It consists of 4 fragments of soft tan-gray tissue each measuring up to 0.3cm. The specimen is submitted in toto in 1 cassette. Exam: upper endoscopy report. Procedure: ego w/biopsy. Preoperative diagnosis: the patient is a 37 year old woman here for an upper endoscopy for abdominal pain. Consent was obtained. The eg-2770k (pentax upper) endoscope was introduced through the mouth and advanced to the second portion of the duodenum. The upper, middle, and distal third of the esophagus were carefully inspected and no abnormalities were noted. The z-line was well seen at the gel at 35cm. The endoscope was pushed into the fundus which was normal. The antrum, first and second part of the duodenum were unremarkable. No ulcers or masses were seen biopsies were taken in the antrum for h. Pylori the endoscope was then withdrawn from the patient and the procedure terminated. Post operative diagnosis: 1) normal ego; on (B)(6) 2010: result: diagnosis: fallopian tube, left and right, ligation: portions of unremarkable fallopian tube, completely transected. Clinical information: pre operative diagnosis: patient with desired sterilization. Gross description: 1.the specimen is received in formalin labeled "left fallopian tube" it consists of a 2.0 x 0.5 x 0.5cm rubbery tan-gray tubular structure which is serially sectioned and entirely submitted in one cassette labeled 1. 2. The specimen is received in formalin labeled "right fallopian tube" it consists of a 1.6 x 0.5 x 0.5 cm rubbery tangray tubular structure which is serially sectioned and entirely submitted in one cassette labeled 2. .. Ultrasound abdomen - on (B)(6) 2009: result: positive pregnancy test with epigastric pain.; on (B)(6) 2010: result: right upper quadrant and left upper quadrant pain.. Lot number: 626906 manufacturing date: 2008-04 expiration date: 2010-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-sep-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("migration of essure device: right endometrium/left myometrium / malposition of essure device - location of device: right endometrium/left myometrium"), pelvic pain ("severe pelvic pain"), genital haemorrhage ("abnormal bleeding (general)"), seizure ("seizures") and pregnancy with contraceptive device ("post implant pregnancy/pregnancy(no complications)") in a 38-year-old female patient who had essure (batch no. 626906) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted" and device ineffective "device ineffective". The patient's medical history included multiparous (((B)(6) 1989, (B)(6) 1991, 1(B)(6) 1996, (B)(6) 2005, (B)(6) 2008, (B)(6) 2008, (B)(6) 2010)), hyperlipidemia, arthritis, ulcer gastrointestinal, twin pregnancy and multigravida. Previously administered products included for an unreported indication: iron, naproxen and flexeril. Concurrent conditions included fibromyalgia, asthma, hepatosplenomegaly, ascites, placenta previa, blood pressure high, tubal ligation since (B)(6) 2010, pre-eclampsia, abdominal pain, stomach pain, sore throat, general body pain, weakness, epiglottitis, anemia, neck pain, iron deficiency anemia, chest pain, blood in stool, hemorrhoids, hematemesis and hiatus hernia. Concomitant products included amlodipine (amlodipin), docusate sodium (stool softener), fentanyl, iron, midazolam hydrochloride (versed), nsaids and paracetamol (acetaminophen). In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2009, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criterion medically significant), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), depression ("depression"), anxiety ("mental anguish"), migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain"). On (B)(6) 2009, the patient experienced embedded device (seriousness criterion medically significant) and device expulsion ("migration of essure device: right endometrium/left myometrium"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), seizure (seriousness criterion medically significant), alopecia ("alopecia"), menstrual disorder ("menstruation issues"), infection ("infections"), thrombosis ("blood clots"), gastritis ("gastritis"), back disorder ("back problems"), pain ("pain all over the body"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), mood swings ("hormonal changes describe: mood swings") and hot flush ("hormonal changes describe: hot flashes."). Essure treatment was not changed. At the time of the report, the embedded device, pelvic pain, genital haemorrhage, seizure, pregnancy with contraceptive device, weight increased, alopecia, menstrual disorder, infection, thrombosis, nausea, dysmenorrhoea, dyspareunia, fatigue, gastritis, back disorder, pain, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, depression, anxiety, mood swings and hot flush outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 7, para 7. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered alopecia, anxiety, back disorder, bladder disorder, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, gastritis, genital haemorrhage, headache, hot flush, infection, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pain, pelvic pain, pregnancy with contraceptive device, seizure, thrombosis, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient underwent treatment at a medical center due to complications from the essure device normal-appearing uterine cavity with three coils visible at each tubal ostium following the procedure. Discrepancy noted in date of insertion (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2008: result: diagnosis: stomach, antrum, biopsy: - chronic active gastritis. Warthin starry stain for h. Pylori is positive. Clinical information: patient with right upper quadrant pain, rule out peptic ulcer disease. Gross description: the specimen is received in formalin and labeled "antrum". It consists of 4 fragments of soft tan-gray tissue each measuring up to 0.3cm. The specimen is submitted in toto in 1 cassette. Exam: upper endoscopy report. Procedure: ego w/biopsy. Preoperative diagnosis: the patient is a 37 year old woman here for an upper endoscopy for abdominal pain. Consent was obtained. The eg-2770k (pentax upper) endoscope was introduced through the mouth and advanced to the second portion of the duodenum. The upper, middle, and distal third of the esophagus were carefully inspected and no abnormalities were noted. The z-line was well seen at the gel at 35cm. The endoscope was pushed into the fundus which was normal. The antrum, first and second part of the duodenum were unremarkable. No ulcers or masses were seen biopsies were taken in the antrum for h. Pylori the endoscope was then withdrawn from the patient and the procedure terminated. Post operative diagnosis: 1) normal ego; on (B)(6) 2010: result: diagnosis: fallopian tube, left and right, ligation: portions of unremarkable fallopian tube, completely transected. Clinical information: pre operative diagnosis: patient with desired sterilization. Gross description: 1. The specimen is received in formalin labeled "left fallopian tube" it consists of a 2.0 x 0.5 x 0.5cm rubbery tan-gray tubular structure which is serially sectioned and entirely submitted in one cassette labeled 1. 2. The specimen is received in formalin labeled "right fallopian tube" it consists of a 1.6 x 0.5 x 0.5 cm rubbery tangray tubular structure which is serially sectioned and entirely submitted in one cassette labeled 2. Ultrasound abdomen - on (B)(6) 2009: result: positive pregnancy test with epigastric pain.; on (B)(6) 2010: result: right upper quadrant and left upper quadrant pain.. Most recent follow-up information incorporated above includes: on 8-apr-2019: plaintiff fact sheet received. Lot number added. Medical history were added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device: right endometrium/left myometrium / malposition of essure device - location of device: right endometrium/left myometrium') in a 38-year-old female patient who had essure (batch no. 626906) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted" and device ineffective "device ineffective". The patient's medical history included multiparous (((B)(6) 1989, (B)(6) 1991, (B)(6) 1996, (B)(6) 2005, (B)(6) 2008, (B)(6) 2008, (B)(6) 2010)), hyperlipidemia, arthritis, ulcer gastrointestinal, twin pregnancy and multigravida. Previously administered products included for an unreported indication: iron, naproxen and flexeril. Concurrent conditions included tubal ligation since (B)(6) 2010, fibromyalgia, asthma, hepatosplenomegaly, ascites, placenta previa, blood pressure high, pre-eclampsia, abdominal pain, stomach pain, sore throat, general body pain, weakness, epiglottitis, anemia, neck pain, iron deficiency anemia, chest pain, blood in stool, hemorrhoids, hematemesis and hiatus hernia. Concomitant products included amlodipine (amlodipin), docusate sodium (stool softener), fentanyl, iron, midazolam hydrochloride (versed), nsaids and paracetamol (acetaminophen). In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2009, the patient was found to have a pregnancy with contraceptive device ("post implant pregnancy/pregnancy(no complications)"). In (B)(6) 2009, the patient experienced pelvic pain ("severe pelvic pain/ pain"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), depression ("depression/ psych injury"), anxiety ("mental anguish"), migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain"). On (B)(6) 2009, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion ("migration of essure device: right endometrium/left myometrium"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), seizure ("seizures"), alopecia ("alopecia"), menstrual disorder ("menstruation issues"), infection ("infections"), thrombosis ("blood clots"), gastritis ("gastritis"), back disorder ("back problems"), pain ("pain all over the body"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), mood swings ("hormonal changes describe: mood swings") and hot flush ("hormonal changes describe: hot flashes."). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2010. At the time of the report, the embedded device, seizure, pregnancy with contraceptive device, weight increased, device expulsion, alopecia, menstrual disorder, infection, thrombosis, nausea, dysmenorrhoea, dyspareunia, fatigue, gastritis, back disorder, pain, bladder disorder, urinary tract disorder, depression, anxiety, mood swings and hot flush outcome was unknown and the pelvic pain, genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved. Pregnancy related information: prospective report. The patient's obstetric status was gravida 7, para 7. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered alopecia, anxiety, back disorder, bladder disorder, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, gastritis, genital haemorrhage, headache, hot flush, infection, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pain, pelvic pain, pregnancy with contraceptive device, seizure, thrombosis, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient underwent treatment at a medical center due to complications from the essure device normal-appearing uterine cavity with three coils visible at each tubal ostium following the procedure. Discrepancy noted in date of insertion (B)(6) 2008 and (B)(6) 2008 patient received treatment for events- vaginal bleeding, menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2008: result: diagnosis: stomach, antrum, biopsy: - chronic active gastritis. Warthin starry stain for h. Pylori is positive. Clinical information: patient with right upper quadrant pain, rule out peptic ulcer disease. Gross description: the specimen is received in formalin and labeled "antrum". It consists of 4 fragments of soft tan-gray tissue each measuring up to 0.3cm. The specimen is submitted in toto in 1 cassette. Exam: upper endoscopy report. Procedure: ego w/biopsy. Preoperative diagnosis: the patient is a 37 year old woman here for an upper endoscopy for abdominal pain. Consent was obtained. The eg-2770k (pentax upper) endoscope was introduced through the mouth and advanced to the second portion of the duodenum. The upper, middle, and distal third of the esophagus were carefully inspected and no abnormalities were noted. The z-line was well seen at the gel at 35cm. The endoscope was pushed into the fundus which was normal. The antrum, first and second part of the duodenum were unremarkable. No ulcers or masses were seen biopsies were taken in the antrum for h. Pylori the endoscope was then withdrawn from the patient and the procedure terminated. Post operative diagnosis: 1) normal ego; on (B)(6) 2010: result: diagnosis: fallopian tube, left and right, ligation: portions of unremarkable fallopian tube, completely transected. Clinical information: pre operative diagnosis: patient with desired sterilization. Gross description: 1.the specimen is received in formalin labeled "left fallopian tube" it consists of a 2.0 x 0.5 x 0.5cm rubbery tan-gray tubular structure which is serially sectioned and entirely submitted in one cassette labeled 1. 2. The specimen is received in formalin labeled "right fallopian tube" it consists of a 1.6 x 0.5 x 0.5 cm rubbery tangray tubular structure which is serially sectioned and entirely submitted in one cassette labeled 2. .. Ultrasound abdomen - on (B)(6) 2009: result: positive pregnancy test with epigastric pain.; on (B)(6) 2010: result: right upper quadrant and left upper quadrant pain.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received: outcome of the previously reported event- pelvic pain female, genital haemorrhage, vaginal bleeding, menorrhagia were updated, reporter was added.seriousness criteria (medically significant) of event genital hemorrhage ,pregnancy with contraceptive device and pelvic pain was removed. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("migration of essure device: right endometrium/left myometrium / malposition of essure device, location of device: right endometrium/left myometrium"), pelvic pain ("severe pelvic pain"), genital haemorrhage ("abnormal bleeding (general)"), seizure ("seizures") and pregnancy with contraceptive device ("post implant pregnancy/pregnancy(no complications)") in a 38-year-old female patient who had essure (batch no: 626906) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted" and device ineffective "device ineffective". The patient's medical history included multiparous (on (B)(6) 1989, on (B)(6) 1991, on (B)(6) 1996, on (B)(6) 2005, on (B)(6) 2008, on (B)(6) 2008, on (B)(6) 2010), hyperlipidemia, arthritis, ulcer gastrointestinal, twin pregnancy and multigravida. Previously administered products included for an unreported indication: iron, naproxen and flexeril. Concurrent conditions included fibromyalgia, asthma, hepatosplenomegaly, ascites, placenta previa, blood pressure high, tubal ligation since on (B)(6) 2010, pre-eclampsia, abdominal pain, stomach pain, sore throat, general body pain, weakness, epiglottitis, anemia, neck pain, iron deficiency anemia, chest pain, blood in stool, hemorrhoids, hematemesis and hiatus hernia. Concomitant products included amlodipine (amlodipin), docusate sodium (stool softener), fentanyl, iron, midazolam hydrochloride (versed), nsaids and paracetamol (acetaminophen). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)". In 2009, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2009, the patient experienced pelvic pain (seriousness criterion medically significant), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), depression ("depression"), anxiety ("mental anguish"), migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain"). On (B)(6) 2009, the patient experienced embedded device (seriousness criterion medically significant) and device expulsion ("migration of essure device: right endometrium/left myometrium"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), seizure (seriousness criterion medically significant), alopecia ("alopecia"), menstrual disorder ("menstruation issues"), infection ("infections"), thrombosis ("blood clots"), gastritis ("gastritis"), back disorder ("back problems"), pain ("pain all over the body"), vaginal haemorrhage ("abnormal bleeding (vaginal)", menorrhagia ("abnormal bleeding (menorrhagia)", bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), mood swings ("hormonal changes describe: mood swings") and hot flush ("hormonal changes describe: hot flashes."). Essure treatment was not changed. At the time of the report, the embedded device, pelvic pain, genital haemorrhage, seizure, pregnancy with contraceptive device, weight increased, device expulsion, alopecia, menstrual disorder, infection, thrombosis, nausea, dysmenorrhoea, dyspareunia, fatigue, gastritis, back disorder, pain, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, depression, anxiety, mood swings and hot flush outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 7, para 7. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered alopecia, anxiety, back disorder, bladder disorder, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, gastritis, genital haemorrhage, headache, hot flush, infection, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pain, pelvic pain, pregnancy with contraceptive device, seizure, thrombosis, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient underwent treatment at a medical center due to complications from the essure device normal-appearing uterine cavity with three coils visible at each tubal ostium following the procedure. Discrepancy noted in date of insertion on (B)(6) 2008 and on (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test: on (B)(6) 2008: result: diagnosis: stomach, antrum, biopsy: chronic active gastritis. Warthin starry stain for h. Pylori is positive. Clinical information: patient with right upper quadrant pain, rule out peptic ulcer disease. Gross description: the specimen is received in formalin and labeled "antrum". It consists of 4 fragments of soft tan-gray tissue each measuring up to 0.3cm. The specimen is submitted in toto in 1 cassette. Exam: upper endoscopy report. Procedure: ego w/biopsy. Preoperative diagnosis: the patient is a 37 year old woman here for an upper endoscopy for abdominal pain. Consent was obtained. The eg-2770k (pentax upper) endoscope was introduced through the mouth and advanced to the second portion of the duodenum. The upper, middle, and distal third of the esophagus were carefully inspected and no abnormalities were noted. The z-line was well seen at the gel at 35cm. The endoscope was pushed into the fundus which was normal. The antrum, first and second part of the duodenum were unremarkable. No ulcers or masses were seen biopsies were taken in the antrum for h. Pylori the endoscope was then withdrawn from the patient and the procedure terminated. Post operative diagnosis: 1) normal ego; on (B)(6) 2010: result: diagnosis: fallopian tube, left and right, ligation: portions of unremarkable fallopian tube, completely transected. Clinical information: pre operative diagnosis: patient with desired sterilization. Gross description: 1. The specimen is received in formalin labeled "left fallopian tube" it consists of a 2.0 x 0.5 x 0.5cm rubbery tan-gray tubular structure which is serially sectioned and entirely submitted in one cassette labeled 1. 2. The specimen is received in formalin labeled "right fallopian tube" it consists of a 1.6 x 0.5 x 0.5 cm rubbery tangray tubular structure which is serially sectioned and entirely submitted in one cassette labeled 2. Ultrasound abdomen: on (B)(6) 2009: result: positive pregnancy test with epigastric pain.; on (B)(6) 2010: result: right upper quadrant and left upper quadrant pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-apr-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device: right endometrium/left myometrium / malposition of essure device - location of device: right endometrium/left myometrium') in a 38-year-old female patient who had essure (batch no. 626906) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted" and device ineffective "device ineffective". The patient's medical history included multiparous (((B)(6) 1989, (B)(6) 1991, (B)(6) 1996, (B)(6) 2005, (B)(6) 2008, (B)(6) 2008, (B)(6) 2010)), hyperlipidemia, arthritis, ulcer gastrointestinal, twin pregnancy and multigravida. Previously administered products included for an unreported indication: iron, naproxen and flexeril. Concurrent conditions included tubal ligation since (B)(6) 2010, fibromyalgia, asthma, hepatosplenomegaly, ascites, placenta previa, blood pressure high, pre-eclampsia, abdominal pain, stomach pain, sore throat, general body pain, weakness, epiglottitis, anemia, neck pain, iron deficiency anemia, chest pain, blood in stool, hemorrhoids, hematemesis and hiatus hernia. Concomitant products included amlodipine (amlodipin), docusate sodium (stool softener), fentanyl, iron, midazolam hydrochloride (versed), nsaids and paracetamol (acetaminophen). In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2009, the patient was found to have a pregnancy with contraceptive device ("post implant pregnancy/pregnancy(no complications)"). In (B)(6) 2009, the patient experienced pelvic pain ("severe pelvic pain/ pain"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), depression ("depression/ psych injury"), anxiety ("mental anguish"), migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain"). On (B)(6) 2009, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion ("migration of essure device: right endometrium/left myometrium"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), seizure ("seizures"), alopecia ("alopecia"), menstrual disorder ("menstruation issues"), infection ("infections"), thrombosis ("blood clots"), gastritis ("gastritis"), back disorder ("back problems"), pain ("pain all over the body"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), mood swings ("hormonal changes describe: mood swings") and hot flush ("hormonal changes describe: hot flashes."). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2010. At the time of the report, the embedded device, seizure, pregnancy with contraceptive device, weight increased, device expulsion, alopecia, menstrual disorder, infection, thrombosis, nausea, dysmenorrhoea, dyspareunia, fatigue, gastritis, back disorder, pain, bladder disorder, urinary tract disorder, depression, anxiety, mood swings and hot flush outcome was unknown and the pelvic pain, genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved. Pregnancy related information: prospective report. The patient's obstetric status was gravida 7, para 7. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered alopecia, anxiety, back disorder, bladder disorder, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, gastritis, genital haemorrhage, headache, hot flush, infection, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pain, pelvic pain, pregnancy with contraceptive device, seizure, thrombosis, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient underwent treatment at a medical center due to complications from the essure device normal-appearing uterine cavity with three coils visible at each tubal ostium following the procedure. Discrepancy noted in date of insertion (B)(6) 2008 and (B)(6) 2008 patient received treatment for events- vaginal bleeding, menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2008: result: diagnosis: stomach, antrum, biopsy: - chronic active gastritis. Warthin starry stain for h. Pylori is positive. Clinical information: patient with right upper quadrant pain, rule out peptic ulcer disease. Gross description: the specimen is received in formalin and labeled "antrum". It consists of 4 fragments of soft tan-gray tissue each measuring up to 0.3cm. The specimen is submitted in toto in 1 cassette. Exam: upper endoscopy report. Procedure: ego w/biopsy. Preoperative diagnosis: the patient is a 37 year old woman here for an upper endoscopy for abdominal pain. Consent was obtained. The eg-2770k (pentax upper) endoscope was introduced through the mouth and advanced to the second portion of the duodenum. The upper, middle, and distal third of the esophagus were carefully inspected and no abnormalities were noted. The z-line was well seen at the gel at 35cm. The endoscope was pushed into the fundus which was normal. The antrum, first and second part of the duodenum were unremarkable. No ulcers or masses were seen biopsies were taken in the antrum for h. Pylori the endoscope was then withdrawn from the patient and the procedure terminated. Post operative diagnosis: 1) normal ego; on (B)(6) 2010: result: diagnosis: fallopian tube, left and right, ligation: portions of unremarkable fallopian tube, completely transected. Clinical information: pre operative diagnosis: patient with desired sterilization. Gross description: 1.the specimen is received in formalin labeled "left fallopian tube" it consists of a 2.0 x 0.5 x 0.5cm rubbery tan-gray tubular structure which is serially sectioned and entirely submitted in one cassette labeled 1. 2. The specimen is received in formalin labeled "right fallopian tube" it consists of a 1.6 x 0.5 x 0.5 cm rubbery tangray tubular structure which is serially sectioned and entirely submitted in one cassette labeled 2. .. Ultrasound abdomen - on (B)(6) 2009: result: positive pregnancy test with epigastric pain.; on 18-feb-2010: result: right upper quadrant and left upper quadrant pain.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: outcome of the previously reported event- pelvic pain female, genital haemorrhage, vaginal bleeding, menorrhagia were updated, reporter was added.seriousness criteria (medically significant) of event genital hemorrhage ,pregnancy with contraceptive device and pelvic pain was removed. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.